Event description:
Drug/diluent: ropivacaine 0.5%, fill volume: 400 ml, flow rate: 5 ml/hr, procedure: removal of right ovary, cathplace: incisional. Adverse event. Pt called to report that she had blurred vision in right eye, ringing in ears, tingling around mouth and shivering. Pt was advised to clamp pump and call physician immediately. The pts symptoms started to dissipate after pt clamped the pump. Symptoms occurred approx 34 hrs after surgery. Date of surgery: (B)(6)2012.

Manufacturer narrative:
Method: actual pump used was rec'd for inspection and eval. A visual inspection, flow accuracy test, and a flow restrictor flow accuracy (pressure pot) test were performed. Results: the sample was rec'd partially full missing the distal luer cap and catheter attached. The pump was drained and refilled with saline. A flow accuracy test was performed and after 60 hrs of testing it was determined that the device was within specifications. A flow restrictor accuracy test was performed and ran for 2 hrs. It was determined that the flow control tubing was within specifications. Conclusions: all test results on the returned sample indicate that the pump met specifications for flow accuracy. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate. Our contact at the hospital: (B)(6).